Event description:
On 01/20: customer reports a female having a retrograde cystogram when monitor(s) failed. Physician completed procedure without fluoro. No reported patient injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.